Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023 a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4+. Mr was originating from the lateral commissure. The first clip (xtw lot: 30711r3036) was placed without incident. When attempting to place a second clip (nt lot: 30417r1028) clip just laterally to the first xtw clip, the nt clip knocked the xtw clip off the posterior leaflet (single leaflet device attachment (slda)). The nt clip was removed and a third mitraclip (xt lot:30817r1083) was implanted successfully to stabilize the slda and further reduce mr. The procedure was completed with mr reduced to grade 1+. No additional information was provided.

Event description:
It was reported that on (B)(6) 2023 a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4+. Mr was originating from the lateral commissure. The first clip (xtw lot: 30711r3036) was placed without incident. When attempting to place a second clip (nt lot: 30417r1028) clip just laterally to the first xtw clip, the nt clip knocked the xtw clip off the posterior leaflet (single leaflet device attachment (slda)). The nt clip was removed and a third mitraclip (xt lot:30817r1083) was implanted successfully to stabilize the slda and further reduce mr. The procedure was completed with mr reduced to grade 1+. Subsequent to the inital the ntw was opened then decided that it was not the right clip choice. The ntw functioned properly and was prepped per the instructions for use (IFU). The clip was placed into the heart and attempted to grasp the leaflets. The clip arms were too short, and unable to grasp both leaflets. The clip was taken out of the heart without incident, and replaced with the first implanted xtw. There was no adverse patient effect or clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information the cause of the device damaged by another device (caused damage) appears to be due to procedural conditions. There is no indication of product issue with respect to manufacture, design, or labeling.